Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. It was noted that a lead integrity alert (lia) was triggered on the rv lead due to sensing integrity counter (sic) and high rate non-sustained episodes. It was also noted that oversensing due to noise was observed on all episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.